Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function.

Event description:
It was reported that the patient's pump was removed due to an infection. The date of diagnosis was reported as 2007. The patient signs/symptoms were reported as redness and swelling. The primary location of the infection was the device pocket. A culture was taken of the device pocket and no organisms were identified. The patient had received unspecified perioperative antibiotics and was treated with unspecified intravenous and oral antibiotics. The patient outcome was reported as "ongoing". The pump was used to deliver lioresal.